Event description:
Customer reported that a set leaked during an infusion of antibiotics between the dates (B)(4) 2010 and (B)(4) 2010. A small slit was found in the upper pumping segment below and upper fitment. No patient or user harm was reported. No further patient or event information is available.

Event description:
Customer reported that a set leaked during an infusion of antibiotics between the dates (B)(4) 2010 and (B)(4) 2010. A small slit was found in the upper pumping segment below and upper fitment. No patient or user harm was reported. No further patient or event information is available.

Manufacturer narrative:
Manufacturer's report date: 03/23/2011. (B)(4). The customer's report of the set leaking at the pumping segment was confirmed. It was noted that the silicone tubing had a tear below the upper blue fitment. The cause of the tear was not identified. According to the customer, event occurred between the dates (B)(6) 2010 and (B)(6) 2010. Specific date is unknown.